Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after setting up for their pd treatment. This occurred after rebooting. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. The fluid leak began during the first fill shortly after re-setting up. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event was discovered after experiencing the air detected in cassette alarm twice while resetting up for a third time. There were no fluid leaks found on the solution bag. Per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, vancomycin (dose unknown, intraperitoneal, 6 hours, one time) and ceftazidime (dose unknown, intraperitoneal, 6 hours, one time). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler, but has not had a chance to use it yet. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, on the top cover, and on the pump door there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient pressure sensor test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid behind mushroom head b and on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after setting up for their pd treatment. This occurred after rebooting. The patient reported receiving an air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. The fluid leak began during the first fill shortly after re-setting up. The cause of the leak is unknown. Fluid did come in contact with cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event was discovered after experiencing the air detected in cassette alarm twice while resetting up for a third time. There were no fluid leaks found on the solution bag. Per the clinic¿s procedure, the patient was prescribed prophylactic antibiotics, vancomyacin (dose unknown, intraperitoneal, 6 hours, one time) and ceftazadime (dose unknown, intraperitoneal, 6 hours, one time). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler, but has not had a chance to use it yet. The patient confirmed that the cycler set and old cycler are available to be returned to the manufacturers for physical evaluation.